Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
Needle not retracting, crack in catheter. Risk of needlestick, new IV needed for patient.

Manufacturer narrative:
Our quality engineer inspected the photograph for evaluation. Your report of a damaged catheter was confirmed; however, the root cause could not be determined. One photograph was provided for investigation, which showed the catheter tubing and the nose of the green catheter adapter of an 18g insyte autoguard IV catheter. A feature that was visible on the catheter tubing was consistent with a breach in the tubing, which may have been a needle puncture; however the cause of the catheter damage could not be determined from the photo. The complaint that the needle was not retracting could not be confirmed from the photograph since the IV catheter was shown without the needle. It could not be determined from the photograph if one issue was the cause of the other.should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.